Event description:
Information received by medtronic indicated that inpen was broken or damaged. Customer also stated that inpen was not working. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. Troubleshooting was performed. The inpen was returned for analysis.

Manufacturer narrative:
Serial number: (B)(4), software version: 3.8.5, color: pink, battery life remaining: <8 months, per visual inspection: broken off piece at the cartridge holder. Customer reports: the cartridge holder is damaged. Unit paired successfully to commercial app. Inpen received with leadscrew halfway of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen received with broken off piece at the cartridge holder. The cartridge holder did not lock in place. The customer complaint of physical damage was confirmed.